Event description:
The hosp reported that during an endoscopic vein harvesting procedure using the hemopro device, there was heat related damge to the c-ring. A replacement hemopro device and extension cable were used; however, the same issue occurred. An add'l replacement device and dc extension cable were used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report # 2242352-2013-00277.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined no nonconformities with the device. An electrical test was performed on the complaint cable with a reference power supply and hemopro device. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The evaluation results and a copy of the IFU were provided to the customer. (B)(4).